Event description:
It was reported that the patients lead had high impedance. The patient underwent a procedure wherein one of the leads was explanted and the patient was doing well with good coverage. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7077517.